Manufacturer narrative:
Date of event: unknown not provided. If implanted, give date: unknown. If explanted, give date: unknown. Telephone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was damaged in the cartridge. There was no further information provided.

Manufacturer narrative:
H10- corrected data: based on information received from the customer, the issue was identified, during the handling of the lens. Which was prior to patient contact with the lens. A delay was reported in the procedure, but that had not impact/consequences on the patient condition. Therefore, this complaint is now deemed to be not reportable. This correction MDR is submitted as correction for issue submitted in the initial MDR submitted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.